Manufacturer narrative:
The insulin pump was received with the reservoir tube lip completely broken off and the test reservoir does not stay locked in place due to reservoir tube lip damage. Unable to perform displacement, basic occlusion and occlusion tests due to reservoir tube lip damage. However, the insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump passed rewind test, prime test, excessive no delivery test, self-test and unexpected restart error test. The insulin pump had cracked battery tube thread, cracked case near the display window corners, minor scratches on the display window and missing the reservoir tube lip o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had been experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was over 400 mg/dl, and was treated with the insulin pump. The caller declined to complete troubleshooting. Caller also reported that the insulin pump was cracked at the reservoir compartment, and the reservoir did not stay in the pump. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.